Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: current injury of different permanent leads in right ventricular apical pacing. Chinese heart journal. 2016. 28 (6): 683-685. Doi: 10.13191/j.chj.2016.0181. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding active and passive fixation leads. The article reports patients whose leads dislodged post implant, and the leads were repositioned. The status/disposition of the leads appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.